Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
When performing a procedure to insert the compression screw, the nail broke at the connection part with the device. Therefore, selected another size nail and complete the procedure. Prolonged about 2 hours for this surgical treat..

Manufacturer narrative:
The reported event that humeral nail, ap t2 humerus ø8x240 mm was alleged of issue (implant breakage - nail) could be confirmed, since the device was returned for evaluation and matches alleged failure mode. The device inspection revealed the following ¿ the product was returned for investigation. It was observed that one of the peg on the nail was broken from the base. Based on the inspection the fractured surface shows signs of brittle fracture. Such a fracture could be caused due to application of high force during the process such as nail insertion. Thus based on the investigation although an exact root cause could not be determined, based on complaint history the failure occurred most likely due to user related issue, such as application of too high load on the nail during the procedure and handling. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Thus, based on the investigation results the root cause can be attributed to a user related issue. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
When performing a procedure to insert the compression screw, the nail broke at the connection part with the device. Therefore, selected another size nail and complete the procedure. Prolonged about 2 hours for this surgical treat.